Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump exhibited cassette will not attach.

Manufacturer narrative:
Other one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with a missing sticker seal. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was duplicated. Pump was found to be displaying "cassette not attached properly" alarm message during the investigation. This was most likely due to a faulty downstream occlusion sensor, which will be replaced..